Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient was in a shop an didn¿t experienced any previous symptoms and then collapsed. An ambulance as called and the patient was treated with glucagon injection. At an unspecified time of the event the cgm was reading 6.0 mmol/l and the blood glucose reading was 2.6 mmol/l. At the time of the report the patient was feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.